Event description:
Date of implantation and explantation not exactly known ( date of implantation written as approx. (B)(6) 2021 and date of explantation written as approx. (B)(6) 2021), loss of osseointegration (dental implant).